Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports tha alarm was resolved by a reservoir change. The customer is unable to troubleshoot because he already changed put his reservoir and states insulin is now exiting the tubing. The customer was in the process of changing out his infusion set. The customer stated he does not need any further assistance due the issue being resolved. The customer was advised to call when alarm occurs in order to troubleshoot.